Event description:
--

Event description:
Boston scientific received information that during the explant of this implantable cardioverter defibrillator (ICD), implanted in the abdomen, this defibrillation lead had tested normal through the pacing system analyzer (psa) after this ICD was disconnected. The lead tested normal through the new ICD (1857) with a shock impedance of 46 ohms. Ventricular fibrillation was induced through a t-shock, however 21 and 31 joule shocks did not convert the rhythm and the patient was externally resuscitated. A low shock lead impedance fault displayed after the induction. The new measured shock lead impedance was <20/>125 ohms and the pacing impedance measured >3000 ohms. Technical services discussed troubleshooting and advised replacing both the device and the lead. No adverse patient effects were reported.

Manufacturer narrative:
A loss of capture was also reported when the lead was tested through the psa.

Manufacturer narrative:
As a result, this lead was surgically abandoned. A new device and non-boston scientific lead were implanted. The explanted and attempted devices were returned for analysis.